Event description:
Additional information received reported that the patient was reprogrammed on (B)(6). Both times the patient obtained good coverage of the area of pain. The patient did not mention any recharging issues and no malfunctions were seen.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 267690001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
It was reported that the patient was recharging his device more than expected. The patient stated that his internal neurostimulator (ins) lost battery life even when the device was turned off. The patient further stated that the battery depleted to 25% after using the ins for 1 day and he would need to recharge. It was noted that the battery would deplete to 25% within 1 week if the ins was not in use. Additional information received reported that the patient was still having concerns regarding his device and therapy, but he was working with his physician and manufacturing representative. It was noted that the patient had planned to call the manufacturing representative in 2 weeks. The patient outcome was not provided.